Manufacturer narrative:
The esu and adapter were returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications (note: a review of the unit's chronological log revealed no anomalies.). The adapter was also tested and found to be working as intended. In addition, no issues were found in the device history records (dhrs) for the devices. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely the thermal damage was caused by current following the path of least resistance as a result of the patient's fingers coming into contact with a conductive/metallic surface during the procedure. A warning in the erbe user manual covers this type of situation and user error appears to have caused the reported event. Nonetheless, no conclusive determination could be made as to the cause of the incident. The account is being made aware of the findings (including providing additional guidance on addressing the issues.). To further address the issues, additional in-service work was performed with the involved medical staff on 09/27/2017. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a transurethral resection of the prostate (turp). The esu was used with a bipolar resection adapter (part number 20183-110, serial number (B)(4)) as well as a wolf resectoscope. The esu settings were bipolar cut ++ mode, effect 7 and bipolar coag ++ mode, effect 7. After the procedure, the medical staff noticed that the patient was in contact with the cysto table. As a result, burns occurred on the patient's fingers (contacting points to the conductive/metallic surface.). No information was provided in regards with the treatment of the patient's burns. Secondarily, it was reported that during another procedure, an anesthesiologist got shocked when in contact with EKG electrodes (note: no injury was reported involving the staff member.).